Event description:
It was reported that on an x-ray, a catheter leak was found.

Manufacturer narrative:
The complaint of a leak could not be confirmed. The returned hickman 12.5 fr t/l catheter exhibited no defects or damage. The lumens were pressurized with water and there were no leaks in the catheter. A chr of lot #hurb4420 showed no other similar product complaint(s) from this lot.